Event description:
This 48 year old female underwent libateral mammoplasty for breast asymmetry in 1977. The manufacturer of the implants is unknow to this reporting facility. The patient wishes explantation of the silicone implants due to hardness of both breasts, generalized stiffness of joints and hands, and a zerogram which confirmed implant rupture. Gross exam: the right implant (double lumen type with saline on the outer lumen and gel on the inside) was intact. The left implant was ruptured via a small hole in the capsule which exuded gel through both saline and silicone wallsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.